Event description:
Medtronic cardiovascular received information that during use of this arterial cannulae (dlp flexible arch cannulae), the suture ring was noted to be loose when trying to position it prior to securing the cannulae in the aorta. This occurred twice, and in one case. There were no adverse patient effects.

Manufacturer narrative:
This product has been returned for analysis. Analysis has not been completed yet. Results: this product has been returned for analysis. Analysis has not been completed yet. Analysis: this cannulae was returned for analysis. Results of that analysis are pending. Conclusion: the cause of this event could not be determined at this time. A supplemental report will be sent when analysis has been completed.